Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12-aug-2019 the reporter contacted animas, alleging a power (damage) issue. It was alleged that there was a crack in the battery compartment. It was also alleged that the pump has been turning off and that the battery cap comes off. There were stripped threads on the battery cap as well. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.